Manufacturer narrative:
The exact mfg site could not be determined as the production lot is unk.

Event description:
During an unspecified procedure, the instrument did not open. The surgeon applied another device. Hosp reported that no pt injury had occurred.